Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 201 arjo has become aware of the event involving sara 3000 active lift and active sling tss.501, which occurred in (B)(6). It was reported that the sling's support belt tore apart on seam as the resident "struggled against the transfer". The resident slid out of the sling to the floor and did not sustain any injury.

Manufacturer narrative:
Arjo has become aware of the event involving arjo system: sara 3000 active lift and active sling, model tss.501, which occurred in gmbh awo senior center at hag, located in waghäusel, germany. It was reported that the sling's support belt tore apart on seam as the resident "struggled against the transfer". The resident slid out of the sling to the floor and did not sustain any injury. On 2018-jun-14 arjo representative visited the customer facility and received follow-up information regarding the complaint. It was reported that during transfer to the toilet, the resident (female, 52 years old, 61,5 kg, 161 cm height) became agitated, she stood up, released the hand grips and leaned back against the sling several times trying to push herself down to the floor. The nurse was called for help by the support worker, who was performing the transfer. When the resident calmed down, the sling was found to have the support belt ripped on both sides - the belt was attached to sling's waist part by several threads. It was clarified that the resident did not fall out from the lift. The nurse mentioned that: "she (the resident) usually does not work against transfer". Both the sara 3000 lift and sling were inspected. The lift was in good working condition, there was no failure found. The sling had the belts support ripped and was slightly faded on the edges and partially damaged label. The sling involved was inspected by the support worker before the transfer (however there was no decision to remove the sling from use). The sling instructions for use (o4.sf.00-int_2) indicates that the sling has to be checked before every use: "check all parts of the sling, [...]. If any part is missing or damaged - do not use the sling. Check for: loose stitching, tears, fabric holes, soiled fabric, damaged clips/loops/buckles, unreadable or damaged label" IFU also warns: "warning: to avoid injury, always make sure to inspect the equipment prior to use." It is very unlikely for the chest straps to rip at once (during resident's jerking as reported). Based on photographic evidences, the presented sling damage is considered to be a result of conditions of abnormally stresses that cannot occur during the intended use. A degree of damages indicates that the sling had been in poor condition before the event and yet used for the patient's transfer. The sling in question was 3 years old. The recommended period of use is 2 years and depends on actual use conditions. If user has any doubts about sling safety, as a precaution and to ensure safety, the user is not allowed to use the product. According to simulations performed the transfer with chest strap not being in place and when the person transferred is correctly evaluated, a resident drop is not likely to occur. Based on the complaint description, the nurse was called for help by the support worker, to calm down the resident. The [?]safety practises' included in the sling IFU states: "at any time, if the resident becomes agitated, stop transferring/ transporting and safely lower the resident." If caregivers follow every guideline given in the instructions for use, the event would have been avoided. Review of reportable events registered during last 5 years shows that there have been found 1 complaint with a similar fault description (chest support belt rip during use with the patient). In the mentioned complaint the resident fell was reported (no injuries sustained). Although, the fall was considered to be a result of multiple use errors, not chest belt rip itself. To conclude, arjo system - sara 3000 active lift and sling was used for patient's care and in that way contributed to the alleged event. There was a system deficiency found (support belt rip) and from that perspective the system did not meet the manufacturer's specification. There was no injury sustained and based on simulation tests it is unlikely this type of malfunction will cause or contribute to any harm in the future. We (arjo) decided to report this complaint to the competent authorities because of the initial allegation of a fall. In the course of the investigation, it was clarified that there was no fall and no injury occurred. In light of this information, we do not longer see this complaint meeting definition of reportable adverse event.